Manufacturer narrative:
The device was received fully deployed. The download data showed no alarms, timeouts, or drive stalls. The cannula was observed to be torn, and was measured out of specification. Due to the cannula being torn, fluid was not able to measure the entire fluid path as intended. Due to the cannula being torn, a leak test could not be performed on the entire fluid path to determine any leaking during wear. It cannot be conclusively determined when the damage to the cannula took place. No other damages or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose up to 300 mg/dl. The pod was reportedly leaking while worn on the arm for between 36 and 48 hours. As treatment, a correction was delivered and a new pod was applied.